Manufacturer narrative:
(B)(4). Report source, foreign event occurred in (B)(6). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the inner sterile packaging was opened before the surgery.

Event description:
It was reported that the inner sterile packaging was opened before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, e1, g4, h2, h8, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, batch a751bd2501 were manufactured on 10th august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the complaint issue. The review of the sterilization certificate indicates that the products were sterilized according to the specification. 5 complaints (including the current complaint) have been recorded on this issue for refobacin bone cement r 1x40 g, reference 3003940001, batch a751bd2501 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.